Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Additionally, damage to the active electrode and reference electrode under the silicone overmold, as might be caused by repeated external mechanical impacts was found. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance suddenly became worse in (B)(6) 2018. Problems with the external devices were excluded. Head trauma has not been reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hearing performance became worse in (B)(6) 2018. Problems of external devices were excluded. History of head trauma was denied by the patient. The recipient has been re-implanted.